Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is not confirmed and the root cause is suspected to be bubbles in the cartridge. Calibration of the gantry fixed the issue. No instrument related issues were found. CAPA 1632720 is open fo max result complaints. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation.

Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.